Manufacturer narrative:
Patient identifier is not known. Patient weight is not known. A medtronic representative went to the site to test the equipment. Testing revealed that the tracer was inconsistent and would show up all over the place. The representative replaced the axiem box. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined through image analysis. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was able to register, but when they registered again, the site was having trouble with registration. The site was tracing on the left, but the patterns would show on the right. The issue was resolved on call when they decided to re-register. The 3d model had the head-holder in it. There was a less than 1-hour delay to the procedure and no impact on patient outcome. A follow-up with the manufacturer representative (rep) determined that the archives were no longer available and the axiem needed to be replaced as it was "fried." The rep then indicated that despite retracing the tracer was inconsistent and would show up all over the place.